Event description:
It was reported that the device was used during a low anterior resection. The device did not cut the tissue. It was necessary to use too much strength to activate the stapler. The safety catch seems to stop the stapler activation and after the activation the stapler sutured but didn't cut. There was no pt consequence.